Event description:
On (B)(6) 2012, primary operation was performed. After the tenxor operation when surgeon retightened the wire post (4936-2-040), he confirmed that it broke. The wire is not loosening, he is continuing fixation as it is.

Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available, it will be reported on a supplemental report.